Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -08.00 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The eye is fine and the patient is happy. The cause of the event was unknown.